Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr and wire became separated and remained inside patient. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 1.25mm rotalink plus and a 330cm rotawire were selected use. During the procedure, the burr went beyond the lesion and was caught in the calcification. Upon trying to withdraw the burr detached within the lesion. In attempts to remove the wire from the burr the wire became caught in the lesion and also separated. Consequently, the separated wire was crimped to blood vessel wall with a stent while the separated burr remained in small side branch between 4av and 4pd. There is no plan on removing the burr so far. The procedure was completed with a different device. No further complications reported, and patient was good post procedure.